Event description:
It was reported that the customer received multiple no delivery alarms. The customer's blood glucose was 255 mg/dl. Troubleshooting was performed. Insulin exited during a 5.0 unit fixed prime. When the customer removed the infusion set, the cannula was found to be bent. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the display window and a cracked display window corner.